Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -17.0/2.5/91 (sphere/cylinder/axis) was implanted into the patient's right eye (os) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a longer length lens due to low vault without rotation. The exchange resolved the problem. Cause is reported as unknown.